Event description:
It was reported that high impedance and decreased sensing were noted. Twiddler's syndrome was observed via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.